Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized for a low blood glucose of 1.6 mmol/l. The customer treated with sugar tabs and their blood glucose went up to 3.3 mmol/l. The customer believed that the insulin p ump was over-delivering. Troubleshooting was initiated and the drive support cap appeared normal. The device programming was accurate as well. The insulin pump was not exposed to a high magnetic field or MRI. The reservoir status displayed the same amount of insulin as contained within the reservoir. No products were returned or replaced at this time.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. Then the pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly was noted during testing. No cosmetic damage was noted.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.